Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. Unable to verify low battery alarm/alert or perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to blank display anomaly. Insulin pump had cracked case at display window corners, broken battery tube threads, belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump's battery compartment was corroded. Every 5 to 7 days the customer received a low battery alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.